Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 3/29/2016. Electrode belt- 7/13/2011.

Event description:
A us distributor contacted zoll to report that a french patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that on the day of passing, the patient received an appropriate treatment from the lifevest. It was reported that the patient was in the hospital and unconscious at the time of the event. At 9:29:16, the patient's rhythm was bradycardia from 40 bpm slowing to severe bradycardia at 10 bpm with intermittent cardiac activity and CPR/motion artifact. The rhythm then degraded to asystole. From 9:34:39 to 90:35:42, the patient's rhythm was asystole with intermittent cardiac activity. At 9:37:19, the patient rhythm was vf. At 9:37:55, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with motion artifact. It was reported that resuscitation attempts were made by hospital staff which included an adrenaline injection. The lifevest was removed by hospital staff, and the patient passed away while not wearing the lifevest. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.